Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.

Event description:
Patient presented with high lead impedance after recently undergoing a battery replacement in (B)(6). There was no reported recent patient trauma that had been experienced. X-ray images were taken and the physician indicated that no breakage was seen. The x-rays have not been reviewed by the manufacturer to date. The patient was seen in clinic again and had their device checked and high impedance was no longer seen, so the physician decided to hold off on the replacement surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.